Event description:
Two day old infant being manually rescsusitated during circuit change out of ventilator. Respiratory therapist noticed that the bag was mal-functioning. The pop off safety valve was inserted at an angle and was not functioning.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: manufacturing, valve - relief. Conclusion: device failure occurred and was related to event, device failure directly contributed to event, device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, inserviced by manufacturer/distributor representative. The device was not destroyed/disposed of.